Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates. Reportedly, the cartridge was filled with 200 units, and the insulin gauge displayed a lower fill estimate than what the customer expected to see. Subsequently, the customer sometimes filled the cartridge with cold insulin. As the reported event was not occurring at the time of the reported event, tandem technical support was unable to perform troubleshooting. There was no reported impact to the customer's blood glucose level.